Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent as a result of the peritonitis and was treated with vancomycin (0.5 gm, once in 3 days), ceftazidime (1 gm, once a day), loratadine tablets (10 mg, once a day) and ebastine tablets (10 mg, once a day). The patient later recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.